Event description:
This is a spontaneous report by a baxter-employed nurse from (B)(6) of peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2010, the patient experienced peritonitis. The patient was not hospitalized for the peritonitis. On (B)(6) 2010, the patient received treatment with a loading dose of vancomycin 1 gm intravenously (IV) and ceptaz (ceftazidime) 4.5 gm IV twice daily. Outcome for the event of peritonitis was unknown. Dianeal and extraneal therapies were ongoing. The nurse did not provide an opinion of causality for the peritonitis. The cause of the peritonitis was unknown.

Manufacturer narrative:
(B)(6). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, a batch review will not be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.